Event description:
It was reported that pt received letter from dr. And the dr. Mentioned that she will probably need a hip revision surgery. She has an MRI scheduled for (B)(6) 2012. She has had bloodwork and xrays completed on (B)(6) 2012. She has had tenderness since the surgery and her blood levels are elevated.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device(s) referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.